Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer believes the meter was not calibrating correctly. Customer also reported power error alarm. Customer was able to rewind and prime and self-test was completed. Insulin pump will be returning for analysis.